Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 24 x 3.50mm, concentric target lesion contained >45 and <90 degree bend and was located in the mildly tortuous and mildly calcified right coronary artery (rca). A 24 x 3.50 promus premier¿ drug eluting stent was advanced to treat the lesion. However, following stent deployment, the physician felt that the proximal end of the stent was deformed. The procedure was completed with a different device. No patient complications were reported.